Event description:
In 2008, an anesthesia resident programmed a colleague triple channel volumetric infusion pump without using the guardian feature of the device when programming the device for insulin. The units per hour were set as the dose mode, 100 units in 100 ml. The ordered infusion was 1 unit per hour instead of 100 units per hour, which was mistakenly given due to the mis-programming. The patient's blood glucose level became too low to register, so glucose was pushed on the patient. The patient was then observed for the next 2 days without any further incident. Although requested, no additional patient information was provided.

Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.